Manufacturer narrative:
Concomitant products: unknown lead, implanted: (B)(6) 2005.

Event description:
It was reported that following a round of a-v pacing, the patient went into a brief episode of ventricular high rate. It was suspected that the device had paced the patient into the rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.